Event description:
I have been a soft contact wearer for more than 20 years and after purchasing a new brand of contacts and was referred to use amo complete moisture plus multi-purpose solution had what the eye dr referred to as conjunctivitis on 2 occasions. I never had this problem before. The first time was treated with eye drops - the second time the physician told me my eye would heal with or without treatment in about 6 weeks. I was not a good situation - but could have been worse. I am reporting this due to the recall of this solution. Any further questions - I can be contacted by mail or phone. Thank you.